Event description:
The pt presented with chest pain and was found to have an acute myocardial infarction. She went to the cardiac catheterization lab on the same day and was found to have complex single vessel coronary artery disease in the left anterior descending artery. Balloon angioplasty in the diagonal was performed. An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the distal lad. There appeared to be a distal edge dissection and this was treated with a second endeavor sprint rapid exchange (rx) drug-eluting stent. A third endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. There also appeared to be a small dye stain in the atypical portion of the myocardium, this is likely related to a tiny wire perforation. This was watched and definitely sealed off. She was sent home on aspirin and plavix and her coumadin was discontinued. She was readmitted approx 4 days later after she was found to have a st segment elevation myocardial infarction. She had a repeat cardiac catheterization which revealed acute occlusion of the entire left anterior descending artery secondary to thrombosis most likely related to edge dissection to the previously placed stents. She was also found to have a totally occluded diagonal. Pt underwent recanalization of the whole left anterior descending artery using balloon angioplasty, thrombectomy and a drug-eluting stent. She was placed on integrelin and plavix as well as aspirin. The pt currently still has complaints of shortness of breath, but does not have any chest pain. (Ref MFR 2953200-2010-02483 and 2953200-2010-02484).

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction, dissection and thrombosis).